Event description:
Reporter alleged the customer obtained the results of 400 mg/dl, 200 mg/dl and 139 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in system 2 (lot number 277030, expiration date 06/30/2011). (B) (4)

Event description:
Customer reportedly received the following results on mobile system 1: 1) 12.3 mmol/l, 29.4 mmol/l, and 15.2 mmol/l customer opened a second vial of the same lot and received the following results on mobile system 2: 2) 11.3 mmol/l, 16 mmol/l, and 10 mmol/l all reported values were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.